Event description:
The reporter called and alleged a discrepant result when compared to a lab. The reported device result was 7.8 inr with a repeat test result of 4.9 inr. The corresponding lab result reported was 3.45 inr. No treatment was given to the patient. The reporter declined product replacement.

Manufacturer narrative:
The patient was retested on another meter, refer to medwatch 1823260-2006-02662.